Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00019).

Manufacturer narrative:
On 05/18/2021, the distributor confirmed that the customer will not be returning the device for evaluation. The customer stated that "we have not had any more issues and at this point no other problems out of the pump. So I do not think it needs to be sent in." Therefore, no investigation could be performed. The reported issue could not be confirmed.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 03/17/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 03/16/2021 and stated that "there have been 3-4 times when using the filtered IV sets, administering darzalex and/or taxol, that the tubing collapses, beginning at the drip chamber and blood backs up into the tubing. This is occurring at the end of the infusions. Pumps are not alarming infusion complete or air in line when this occurs." The device operator was a registered nurse. There was a patient involved. The patient was not harmed or injured.